Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal extension to treat an abdominal aortic aneurysm. Approximately, 6 years post initial procedure patient presented with a 3b endoleak and is pending re-intervention. Additional information: the physician performed a re-intervention on (B)(6) 2019. The original implanted devices were relined with an afx2 bifurcated stent graft and vela infrarenal stent graft to treat this event. Also sac growth of 10mm was identified.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiib endoleak event is unconfirmed due to a lack of any medical imaging. During the clinical assessment there was evidence to reasonably suggest sac growth of 10mm had occurred. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms were identified. The final patient status was discharged on the fourth (4th) post-operative day following a secondary endovascular repair. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx with strata". Corrections: h6: remove result code 3233. H6: remove conclusion code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata."

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal extension to treat an abdominal aortic aneurysm. Approximately, 6 years post initial procedure patient presented with a 3b endoleak and is pending re-intervention.